Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015 the lay user/patient contacted lifescan (lfs) alleging that their onetouch ultrasmart meter was reading inaccurately erratic. The complaint was classified based on the customer service representative (csr) documentation. The patient stated that the alleged issue began on (B)(6) 2015 at 12pm when they allegedly obtained blood glucose results of 292, 319, 314 and 281mg/dl, all readings within 20 minutes of each other. Based on statistical methodology, the difference between these results falls within lifescan's criteria for precision. The patient manages his diabetes using insulin with no adjustments, and reportedly increased his dose of medications in response to the alleged issue. The patient reportedly experienced symptoms of throwing up approximately 4 days after the alleged issue began and stated being hospitalized on (B)(6) 2015 at approximately 6pm and receiving hcp treatment of insulin (novolog 12 units and lantus 8 units) in response to the reported issue. The patient confirmed that his blood glucose had also been measured using a onetouch ultramini device (date not specified) with readings of 322mg/dl at 10:35, 376mg/dl at 10:32 and 467mg/dl at 10:45. At the time of troubleshooting, the csr noted that the same approved sample site was being used, and the meter was set to the correct unit of measure. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly received hcp treatment for hyperglycemia after the alleged meter issue began.